Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. During functional testing, "close door" was reproduced. A review of the event history log revealed "close door" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty link switch. The link switch requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had closed door found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.